Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. The device is at middle of life 2 (mol2) with a montioring voltage of 2.72v. The last capacitor refromation charge time one month ago was 19.7 seconds. Two manual capacitor reformations exhibited a charge time greater than 26 seconds and 25.2 seconds.